Event description:
It was reported, while transporting a pt, the right extendable foot end lift handle did not lock into place. When the handle collapsed into the retracted position, allegedly the operator had to compensate for the unexpected movement and sustained an injury to the rotator cuff. No pt adverse consequence alleged.